Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 350 mg/dl. The cause of the high bg was not reported. The contact did not provide further information regarding the event at the time of the report. Although requested, no additional information was received.